Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5, which was inoperative due to electrical damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the only the on/off button and speed dial worked on their device. As a result, defibrillation was not possible. There was patient use associated with the reported event; however, the patient was being monitored at the time and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.